Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal saline via an implanted pump. It was reported the patient's pump reached end of service (eos) a long time ago and the hcp was in clinic to have the pump permanently shut down. The hcp had service code 92: "loss of therapy: end of service (eos) has occurred. Pump motor is stopped. Telemetry is available until pump battery is depleted." Then the second service code that populated was 101: "potential underdose: a pump reset has occurred. Infusion is set to minimum rate. Contact medtronic for assistance." When the pump logs were checked, pump reset had occurred multiple times on (B)(6) 2020. Technical services (tss) had the hcp join (B)(6) meeting, where it was clearly demonstrated that the hcp could not shut down this eos pump with the a810. The hcp was able to use the 8840 clinician programmer, which successfully shut down the pump. Patient symptoms were not reported. No further complications were reported.